Event description:
It was reported after an af ablation procedure with pulmonary vein isolation on (B)(6) 2014, the patient developed chest pain and fever. A coronary angiogram was performed, showing stenosis of the left anterior descendant artery. The patient was subsequently dismissed however was not feeling well during this period. The patient was re-admitted to hospital (B)(6) 2014 with septicemia and cerebral infarction. A CT scan showed air in the left atrium. The patient died due to septicemia and cerebral infarction (B)(6). Subsequent autopsy revealed an atrial-esophageal fistula which explained event. Settings for bw sf catheter was power mode and 30 w. No product malfunctions have been confirmed related to this event. This event was already reported under the report # 9673241-2015-00278. Biosense webster received information on may 19th 2015, regarding smartablate generator which involved in this event and made this date as awareness date.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Due to the (B)(6) 2015 FDA maintenance were the 3500a codes were updated, the 3500a codes, evaluation codes will be added to until the biosense webster system is also updated. Method - actual device not tested. Result - no malfunction found since device was not tested. Conclusion - enable to confirm. Manufacturer ref # (B)(4) it was reported after an af ablation procedure with pulmonary vein isolation on (B)(6) 2014, the patient developed chest pain and fever. A coronary angiogram was performed, showing stenosis of the left anterior descendant artery. The patient was subsequently dismissed however was not feeling well during this period. The patient was re-admitted to hospital (B)(6) 2014 with septicemia and cerebral infarction. A CT scan showed air in the left atrium. The patient died due to septicemia and cerebral infarction (B)(6). Subsequent autopsy revealed an atrial-esophageal fistula which explained event. The generator setting was power mode and 30 w. No product malfunctions have been confirmed related to this event. Multiple attempts were done to request for servicing, however since this event occurred more than a year ago, the customer did not remember this complaint. Therefore the service was declined. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures.